Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80290. H10: g3. H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration. This information was received from one source. The migration involved one patient with no patient consequences. The age and weight were not reported for the patient involved. The reported patient was male.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration. This information was received from one source. The migration involved one patient with no patient consequences. The age and weight were not reported for the patient involved. The reported patient was male.